Event description:
It was reported that during a supply change the user observed a leaking insulin cartridge, replaced the cartridge, and required guidance to access rewind because the new cartridge would not fully seat in the ilet; with troubleshooting, the agent walked the user through the steps and insulin delivery resumed. Customer care provided support that included customer troubleshooting and user guided full supply change education. Investigation of this case revealed a user difficulty with cartridge seating associated with a leaking cartridge and connector, resolved through guided workflow and proper reinstallation. Symptoms included no reported adverse clinical effects. Outcomes included restoration of insulin delivery without alarms or alerts and no medical intervention. It was concluded, based on previously established findings for similar reports, that the cause was user technique during cartridge change.